Event description:
On 13-oct-2025 it was reported that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose reported as 565 mg/dl, associated with suspected insulin leakage, resulting in hospitalization and ICU admission. The user was transported by emergency medical services and treated with IV insulin and IV fluids. The user recovered and resumed use of the ilet, and no long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia resulting in hospitalization and ICU admission while using the ilet. This situation can result in acute metabolic decompensation requiring intensive medical treatment and is consistent with the reported administration of IV insulin and IV fluids. Engineering log review did not identify any confirmed ilet malfunction alerts, and available historical logs showed insulin delivery requests occurring appropriately. The user reported that emergency personnel observed a possible insulin leak at the time of transport; however, device data for the reported event date could not be confirmed due to data discrepancies. Based on available information, a causal relationship between suspected insulin leakage and the hyperglycemic event could not be established, and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.